Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported internal battery inoperable alarm and also revealed the single occurrence of a battery charger fault (system fault 180). The investigation determined the system fault 180 was a by-product of the internal battery inoperable alarm, which the investigation could not determine a root cause. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery inoperable error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
A preliminary review of the device logs showed the occurrence of error message sf180 indicating a battery charger fault and battery communication lost alarms. The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery inoperable error message. There was no patient injury reported as a result of this incident.